Event description:
It was reported that the healthcare professional (hcp) for the patient with this implantable cardioverter defibrillator (ICD) noted that tachycardia therapy was not enabled when the device was interrogated the morning following implant. Further information confirmed that the tachycardia therapies were not enable due to a programming error. The hcp subsequently reprogrammed the device, successfully enabling the therapy. All measurements and sensing parameters were found to be within normal limits. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.